Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was noted. The device is subject to advisory. The patient will continue to be monitored via merlin.net transmission and follow-up in clinic. No adverse consequences for the patient were reported. The patient was stable.